Event description:
It was reported that the patient was shocked during an elbow surgery due to the device oversensing noise when the physician used cautery. A magnet was not placed during the elbow surgery. The device alerts were reset and a remote check determine no malfunction. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).